Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformance's related to the reported event were noted. A getinge field service engineer (fse) troubleshot the helium connections and regulator. The fse replaced helium tubing assembly. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. The initial reporter named is a getinge employee. Please refer to the following email and phone number as contact information for the initial reporter: (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak from cart. This iabp is a sales demo unit, thus there was no patient involvement, and no adverse event was reported.